Manufacturer narrative:
Exact date unknown, event occurred three years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: (B)(4), serial: 556034/558587, batch: 16362758/16339560.

Event description:
It was reported that the patient experienced inadequate pain relief. It was also reported that the patient experienced pain and discomfort at the ipg site after a nondevice related fall which caused ipg migration that was confirmed via x-ray. All device components were explanted and were not returned. The patient was doing well postoperatively.